Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had good stimulation sensation in the right area at the time of the implant, but recently they had to increase the stimulation up to 5.0v just to feel it. The pt also experienced stimulation in the wrong location and a loss of therapeutic effect. The company representative working with the pt indicated that they could not find a balance between the location of the stimulation and the level of amplitude for stimulation. They tried lowering pulse width and increasing the rate with little success. Impedances were checked at default settings with impedances readings of 2000-2900 ohms. The tests were rerun at 2.0 300 pw, and impedances improved on some electrodes but they were still getting 2000-2900 on (B)(6) and (B)(6) contacts. Impedance tests were run at higher amplitudes and they got lower readings than before but there were more repeating values. The pt felt pocket stimulation when programmed at 3-, 0+. When programmed to unipolar, the pt felt stimulation, but couldn't tolerate it at lower stimulation levels as it targeted the perineum. If set to bipolar, amplitude settings needed to be up at 5.0v when programmed to 0-,3+. Pt continued to have problems. No falls or trauma were reported to have caused the problem. The physician had taken x-rays at the time of implant, and at a (B)(6) 2011 appointment, they were going to compare lead placement, and assess for lead migration. The pt had an unk surgery on an unk date. It was reported that the pt's device indicated that there was a por (power on reset condition) since having surgery. The company representative was able to clear the por with the clinician programmer. Further info has been requested to clarify what actions were actually taken.